Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot #73b1700279 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the doctor during gastrointestinal surgery complained that during the partial gastrectomy the clips were not closing during ligation. He tried 2 units that failed; he opened another unit to complete the surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 4 clips remaining in the cartridge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All 4 clips were able to properly load into the jaws of the applier and close. Two of the clips were applied to over-stressed surgical tubing and were both able to properly attach to the tubing. No functional issues were found with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset.alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips not closing" was not confirmed based upon the sample received. Upon other remarks: functional inspection, all four remaining clips were able to properly load into the jaws of the lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The complaint states: the doctor during gastrointestinal surgery complained that during the partial gastrectomy the clips were not c losing during ligation. He tried 2 units that failed; he opened another unit to complete the surgery. There was no patient injury.